Event description:
It was reported that technical errors, indicating internal 12v power failure, internal battery low, and exceeded barometer lower limit value, were generated. (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).